Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6500 pump. Upon inital inspection of pump when arrived,it was found to have sticky glues on cases. Event log revealed no evidence of air bubble alarm. The event was unable to be duplicated and cassete was not returned. The device did alarm upon powering up with housing cassette and validated alarm air detection. The air detector was replaced. Device went on to pass all functional and delivery testing.

Event description:
Analysis on cadd legacy 6500 has been completed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had bubbles in the tubing and there was no alarm on the pump. There were no reported adverse events.